Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an international procedure. Reportedly, no malfunction was noticed during deployment; however, after the closure attempt there was bleeding from the puncture site. Hemostasis was achieved using manual compression for 20 minutes. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.